Event description:
Medacta was informed about a femur fracture occurred 1 week after implantation of a stem amistem h. It was reported that the patient was at home and fell in the bathroom. The fracture was fixed with a cerclage cable on (B)(6) 2013.

Manufacturer narrative:
Document review: amistem h femoral stem size 3 sted - ref. 01.18.133 / lot 121538 (60 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. The 49 stems belonging to this lot have been already implanted and no incidents have been reported up to now. The surgeon was not able to understand and confirm whether the fracture occurred due to the patient's fall or viceversa. From the data collected, the cause of the bone fracture is unknown and we do not have evidences that the event is device related.